Event description:
It was reported the pt is experiencing pain at her scs ipg pocket site which occurs regardless of stimulation. The physician determined there is no cause for concern. The pt ws advised the site might be irritated as a result of bumping the scs ipg. No add'l info is available at this time.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.